Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 612 mg/dl at the time of the incident. The customer was at 124 mg/dl at the time of the call. The customer used insulin pens to treat. The customer experienced symptoms such as nausea and blurred vision. The customer was wearing the insulin pump during the incident. The pump was believed not to be working. The customer alleged pump under delivery. Troubleshooting was not completed as the customer declined. The pump passed a displacement test, but failed a self test, and got a hardware low level failures alarm. The customer stated they were in the 360 mg/dl range all of the previous week. The pump had battery issues as well. The reservoir will not be returned for analysis.